Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, planned revision mtp arthrodesis non union, patient did not quit smoking prior to surgery, surgeon chose to do a hardware removal with no re-implantation of hardware. Upon removing hardware surgeon encountered broken screw.